Manufacturer narrative:
Corrected complaint conclusion: as reported, the shuttle on a 6/7f mynxgrip vascular closure device (vcd) was unable to be pulled down during use. There was no patient injury reported. The type of procedure the mynx vcd was used in was an interventional coronary procedure. The procedure used a retrograde approach. The deployer was mynx certified. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel type was arterial. The stick location was the femoral. Hemostasis was achieved using manual compression of less than 30 minutes duration. The patient was not hospitalized nor was the patient's hospitalization extended as a result of the event. The patient¿s outcome/status after the mynx event is recovered. There was no resistance/friction experienced as the mynx vcd was advanced through the sheath. The sheath was not kinked/bent. The patient was not morbidly obese. The angle of access was between 30 and 45 degrees. The sealant was stuck to device components. The device storage temperature did not exceeded 25 °c. A non-sterile mynxgrip vascular closure device 6/7f involved in the reported complaint was returned for investigation. Visual inspection of the received device showed that the shuttle was engaged to the black handle. The sealant was stuck to the catheter approximately 125 mm from the balloon proximal neck. The procedural sheath was not returned. The advancer tube was found inside the shuttle cartridge. The sealant sleeve was separated from the shuttle cartridge, probably occurred during subsequent handling of the sheath. The catheter and shuttle cartridge were inspected for anomalies that may have obstructed the device path during deployment. No visual damages or anomalies were observed. The sealant was loosen and shuttle movement was checked and no resistance was felt. Shuttle down procedure per mynxgrip instructions for use (IFU) was simulated and the advancer tube was able to properly engage the tamp locks. A product history record (phr) review of lot f1733101 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿shuttle advancement issue¿ was confirmed through analysis of the returned device. However, the exact cause of the issue experienced by the customer could not be conclusively determined during analysis. Based on the limited information available for review and the investigation performed, handling factors may have contributed to the issue since it was reported that the sealant seemed to stick to the device component after attempting to shuttle down. Per the mynxgrip instructions for use (IFU), which is not intended as a mitigation, it instructs the user to open the procedural sheath¿s stopcock prior to shuttling down while pulling lightly on the device handle (to ensure the balloon is abutting the arteriotomy or venotomy). Then, detach the shuttle and advance in a continuous motion until a definitive stop is felt. Immediately grasp the procedural sheath and withdraw it from the tissue tract. Continue retracting until the shuttle locks on the handle.¿ neither the phr review nor the product analysis suggests that the reported failure could be related to the manufacturing process of the unit. Therefore, no corrective or preventative actions will be taken at this time.

Manufacturer narrative:
As reported, the shuttle on a 6/7f mynxgrip vascular closure device (vcd) was unable to be pulled down during use. There was no patient injury reported. The type of procedure the mynx vcd was used in was an interventional coronary procedure. The procedure used a retrograde approach. The deployer was mynx certified. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel type was arterial. The stick location was the femoral. Hemostasis was achieved using manual compression of less than 30 minutes duration. The patient was not hospitalized nor was the patient's hospitalization extended as a result of the event. The patient¿s outcome/status after the mynx event is recovered. There was no resistance/friction experienced as the mynx vcd was advanced through the sheath. The sheath was not kinked/bent. The patient was not morbidly obese. The angle of access was between 30 and 45 degrees. The sealant was stuck to device components. The device storage temperature did not exceeded 25 °c. A non-sterile mynxgrip vascular closure device 5f involved in the reported complaint was returned for investigation. Visual inspection of the received device showed that the shuttle was engaged to the black handle. The sealant was stuck to the catheter approximately 125 mm from the balloon proximal neck. The procedural sheath was not returned. The advancer tube was found inside the shuttle cartridge. The sealant sleeve was separated from the shuttle cartridge, probably occurred during subsequent handling of the sheath. The catheter and shuttle cartridge were inspected for anomalies that may have obstructed the device path during deployment. No visual damages or anomalies were observed. The sealant was loosen and shuttle movement was checked and no resistance was felt. Shuttle down procedure per mynxgrip instructions for use (IFU) was simulated and the advancer tube was able to properly engage the tamp locks. A product history record (phr) review of lot f1733101 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿shuttle advancement issue¿ was confirmed through analysis of the returned device. However, the exact cause of the issue experienced by the customer could not be conclusively determined during analysis. Based on the limited information available for review and the investigation performed, handling factors may have contributed to the issue since it was reported that the sealant seemed to stick to the device component after attempting to shuttle down. Per the mynxgrip instructions for use (IFU), which is not intended as a mitigation, it instructs the user to open the procedural sheath¿s stopcock prior to shuttling down while pulling lightly on the device handle (to ensure the balloon is abutting the arteriotomy or venotomy). Then, detach the shuttle and advance in a continuous motion until a definitive stop is felt. Immediately grasp the procedural sheath and withdraw it from the tissue tract. Continue retracting until the shuttle locks on the handle.¿ neither the DHR review nor the product analysis suggests that the reported failure could be related to the manufacturing process of the unit. Therefore, no corrective or preventative actions will be taken at this time.

Manufacturer narrative:
A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the shuttle on a mynxgrip vascular closure device was unable to be pulled down during use. There was no patient injury reported. The device was clinically used and will be returned for analysis. The type of procedure the mynx vcd was used in was an interventional coronary procedure. The procedure used a retrograde approach. The deployer¿s mynx training status is mynx certified. The femoral artery¿s suitability was verified on angiography or venography (mynxgrip only), including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel type was arterial. The stick location was the femoral. Hemostasis was achieved using manual compression of less than 30 minutes duration. The patient was not hospitalized nor was the patient's hospitalization extended as a result of the event. The patient¿s outcome/status after the mynx event is recovered. There was no resistance/friction experienced as the mynx vcd was advanced through the sheath. The sheath was not kinked/bent. The patient was not morbidly obese. The angle of access was between 30 and 45 degrees. The sealant was stuck to device components. The device storage temperature did not exceeded 25 °c.

Manufacturer narrative:
Complaint conclusion: as reported, the shuttle on a 6/7f mynxgrip vascular closure device (vcd) was unable to be pulled down during use. There was no patient injury reported. The type of procedure the mynx vcd was used in was an interventional coronary procedure. The procedure used a retrograde approach. The deployer was mynx certified. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel type was arterial. The stick location was the femoral. Hemostasis was achieved using manual compression of less than 30 minutes duration. The patient was not hospitalized nor was the patient's hospitalization extended as a result of the event. The patient¿s outcome/status after the mynx event is recovered. There was no resistance/friction experienced as the mynx vcd was advanced through the sheath. The sheath was not kinked/bent. The patient was not morbidly obese. The angle of access was between 30 and 45 degrees. The sealant was stuck to device components. The device storage temperature did not exceeded 25 °c. The device was not returned for analysis. A product history record (phr) review of lot f1733101 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿shuttle advancement issue¿ could not be confirmed as the device and sheath were not returned for analysis. The cause of the shuttle advancement issue could not be determined. Based on the limited information available for review, it is not possible to determine what factors may have contributed to the advancement issue reported. However, it is possible that the issue experienced could have been caused by the sealant swelling up prematurely (sealant was stuck to device components), which will cause resistance during the shuttle deployment step. Premature swelling of the sealant can occur when a high amount of tension is applied to the balloon catheter during the shuttle deployment step, which can result in a tight seal at the tip of the sheath. As the device is advanced, blood can be trapped inside the sheath due to the tight seal, causing the sealant to hydrate prematurely and contribute to a shuttle advancement issue. According to the instructions for use (IFU), which is not intended as a mitigation, ¿while pulling lightly on the device handle (to ensure the balloon is abutting the arteriotomy or venotomy), open the procedural sheath stopcock and confirm temporary hemostasis. Detach shuttle and advance in a continuous motion until a definitive stop is felt. Immediately grasp the procedural sheath and withdraw it from the tissue tract. Continue retracting until the shuttle locks on the handle.¿ neither the phr review nor the information provided suggests that the reported failure could be related to the manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.